Manufacturer narrative:
(B)(4).

Event description:
It was reported that a right atrial lead was capped and replaced due to fracture. The lead exhibited noise. Patient was stable prior, during and post replacement procedure.